Event description:
It is reported that the pt experienced a two stage revision due to pain, loosening and infection with the first stage on (B)(6) 2012 and second stage on (B)(6) 2012.

Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report no: 1822565-2014-00501. Primary surgical notes were not provided. Radiographs were not provided. Revision surgery notes received indicate the "tibial tray was found to be loose and the infection seemed to have originated from the inferior and superior, anteroinferior, and medical aspect of the tray. The infection was mostly between the tray and cement in the prosthesis cement interface" several comments about the pt being obese were noted in the report. The tibial component lot number for this packaging configuration passed testing to 99% reliability for seal integrity. There were no abnormalities or deviations made during the manufacture of the device. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Our investigation could not verify or identify any evidence of product contribution to the reported problem with the info provided. The device history records were reviewed and indicate the devices were manufactured, inspected, and packaged to specifications.